Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a broken plastic part. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed the device evaluation. The instrument was analyzed and found to have charring and localized melting on the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.